Event description:
I had essure put in on (B)(6) 2014, I awoke to sharp cutting pain at about 4am. I felt like I was being cut and something was trying to go through my tubes or uterus. I laid in bed thinking my body is just trying to reject the coils and dealt with the pain for almost 30 minutes. I took pain killers and went to sleep only to have this pain advance to pain, vomiting and fever over the next few days. I went to my ob/gyn on (B)(6) 2014. After an ultrasound it appeared the right coil was protruding through my uterus and there was a large blood clot formed on the outside of the uterine wall. I was given antibiotics in office and sent to surgery on (B)(6) 2014. It was confirmed the right coil had come out of the fallopian tube and traveled through the uterus, perforated the uterus and was noted that the coil had uncoiled some. My coils were removed and the perforated uterus was repaired and blood clot removed or drained. I also had a traditional tubal ligation done at the time. I came home and within two days I was vomiting with fever and abdominal pain. I went to the ER once the fevers hit 103 again. In the ER, I was given morphine and another pain med for the extreme pain I was in. One of my ob docs was called in and requested an MRI, which showed I had a large blood clot in my deep vein. I was given multiple blood test and showed to be sepsis. I was full of infection. I am allergic to penicillin, I was put on 3 different antibiotics and not getting any better. I could not keep anything down, constant vomiting, pain and fever persisted while in the ICU in the hospital. I was given 4 units of blood for low iron and I was in the ICU for 8 days. Another scan ordered showed multiple clots (so many that there is no text book case to refer to). I was then put on the cousin drug to penicillin-rocefin and then my infection rate started to lower slowly. My condition began to improve. Genetics testing was ordered by the hematologist who followed me, which showed no genetic predisposition for clotting issues or bleeding disorders. My infectious blood doctor put me on IV antibiotics upon leaving the hospital on day 12 ((B)(6) 2014). I still have the PICC line in my arm which is how I get the rocefin at home. I have a nurse come once a week to take blood and change bandages and my sister, cousin and mother administer my meds daily. I am also taking xeralto daily to thin my blood and control getting new clots. I was told I'll be on this medicine for at least a year. I am unable to work at this time. I can not return until the PICC line is out of my arm. I have officially been diagnosed with deep vein thrombosis. I had no medical conditions at the time of the surgeries. I was not on any medication. I have four children all delivered naturally including a set of twins. The only surgery I ever had was to remove a hernia on the left side when I was (B)(6). I am (B)(6) years old, I don't smoke or drink. I'm being followed by three doctors now.

Event description:
Additional info received from the reporter on (B)(6) 2014: I had to have a novasure ablation surgery performed on (B)(6) 2014. Because of the deep vein thrombosis caused by the essure tubal, I suffered extremely heavy periods and pain during my periods. This also may be due to the changes caused by the perforation to my uterus after the essure device was implanted. If I didn't mention it, I was in iicu for 8 days and left the hospital after 12 days. I was out of work from (B)(6), that's almost. Five months and still on blood thinner. If I didn't mention it, I was in iicu for 8 days and left the hospital after 12 days. I was out of work from (B)(6), that's almost. Five months and still on blood thinner.